Manufacturer narrative:
This report is submitted november 7, 2018.

Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on november 12, 2018. (B)(4).